Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the air flow is inconsistent and the device is not functioning.there was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the air flow is inconsistent and the device is not functioning.there was no report of serious harm or injury. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. During the evaluation of the device at the manufacturer's service center, a internal battery depleted code was found in the ventilator's downloaded error log. The device's internal battery needs to be replaced to address the issue.